Event description:
Patient reports she tested 3.3 inr on the coaguchek pst system and 2.4 inr on a comparison lab. No treatment based on device results. No adverse event reported. Requested suspect system and replacement sent.